Event description:
A report was received that the patient was experiencing difficulty charging their ipg. The patient underwent a revision surgery to explant the ipg. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing difficulty charging their ipg. The patient underwent a revision surgery to explant the ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum rate, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a depletion rate, which is within the expected range. Device exhibits normal charging and discharging characteristics.